Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Activated sensor with the known good reader and performed linearity test. Low glucose threshold alarm setting was set. And once the command was sent, the low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A caregiver reported, that the customer¿s adc freestyle libre 2 sensor glucose alarm target is set at 90 mg/dl. However, the sensor did not alarm when readings of 73 mg/dl to 58 mg/dl, and 48 mg/dl to 36 mg/dl were obtained. The customer experienced unspecified hypoglycemia symptoms. And the mother provided ¿shake¿ to raise the customer¿s glucose. And no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre 2 sensor glucose alarm target is set at 90 mg/dl however, the sensor did not alarm when readings of 73 mg/dl to 58 mg/dl and 48 mg/dl to 36 mg/dl were obtained. The customer experienced unspecified hypoglycemia symptoms and the mother provided ¿shake¿ to raise the customer¿s glucose and no further information was provided. There was no report of death or permanent injury associated with this event.